Event description:
Covidien received info stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) printed circuit board (pcb). The tse recommended that the customer have a covidien customer service engineer (cse) perform the repair. (B)(4).